Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient, via a manufacturer representative (rep). The patient was receiving dilaudid (10 mg/ml, 3.5 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient complained of discomfort at the pump site located in their left posterior flank beginning (B)(6) 2020. The area was inflamed, red, and had pressure sores with infection possible. Due to the infection at the posterior pump pocket, the pump was replaced and relocated to anterior. A pump segment revision kit was used to accommodate the new pump location on (B)(6) 2020. The issue was resolved at the time of this report. The pump would not be returned as the issue was "a pressure sore, not defective product".